Manufacturer narrative:
E1 name: medtronic minimed. Street: 18000 devonshire street. City; northridge. State: ca. Zip code: 91325. Country: egypt. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient faced an event on (B)(6) 2026 where, infusion set fell off while sleeping.